Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was observed that the unit was not oscillating. Therefore, the reported condition of an undetermined malfunction during surgery was confirmed. During assessment it was observed that the unit failed oscillating frequency tests, the internal components were corroded, and the housing was damaged and scratched. The assignable root cause was determined to be due to improper cleaning and maintenance, and improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the sagittal saw attachment device had an unspecified malfunction. There were no delays in the surgical procedure as an identical spare device was available for use. The surgical procedure was completed without further issues. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: the date of this report and date received by manufacturer was inadvertently documented as jun 22, 2017 on the initial report. The correct date was jun 23, 2017. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.